Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the anatomy and/or other devices resulted in the reported tip material separation. As reported, the separated portion remained free-floating in the patient. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a left anterior descending coronary artery. The hi-torque (ht) versaturn guide wire was placed in diagonal of the main lad. During removal of the guidewire, the tip sprung then separated and remained free-floating in the patient. The procedure was completed at this point and it is unknown if any treatment was given to the patient. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial filed report, a user facility medwatch report was received that states, "interventional coronary wire was used in the lad during a stemi procedure. Wire was jailed with stents in the lad and circ, wire then unraveled, and tip broke off jailed into the lad stent. Disclosure was completed by physician more harm to try to retrieve than to leave it alone." Additional information reported that no treatment was given to the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the anatomy and/or other devices resulted in the reported tip material separation. As reported, the separated portion remained free-floating in the patient. No treatment was given to the patient. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report.